Event description:
Complainant alleged that the clinicians were defibrillating a 70 year old male renal patient who was in cardiac arrest. The patient's skin was edematous (patient's weighs up to 50 pounds from admission with total body edema) and with second degree skin weeping. Upon the administration of the first shock, the clinicians observed an arcing of the electrodes. The clinicians then removed the electrodes from the patient and performed a skin prep by applying alcohol to the patients skin and then drying the skin. They then applied a fresh set of electrodes to the patient, and successfully administered a second shock. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.